Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that he was sick and received a kenolog shot and his blood sugar went up to 300-400 mg/dl but today was back down to 129 mg/dl. The customer said that he did have several sensor that caused bleeding and would fall out. The customer was offered to transfer to helpline but declined. Th customer stated that still he has enough supplies.